Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka, fpa. Investigation summary: material #: 367365 lot/batch #: 3103918 bd received 1 used sample for investigation. The sample was evaluated and the non-patient sleeve was observed to be stuck inside a terumo blood collection tube. The competitor containment device (blood collection tube) used in conjunction with our other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the rubber non-patient sleeve disconnected from the wingset and remained in the collection tube causing blood leakage. No impact.